Event description:
It was reported by the customer that the device prompted "replace batteries" while attached to a pt. It was also indicated that the device powered off at least once. The customer then reseated the batteries and checked them by pushing the button to make sure they were fully charged; however, there was no change. Another two charged batteries were used; however, the device keep prompting "replace batteries." The pt's outcome and/or other pt details have not been provided by the customer.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The power and contact pcb assemblies were replaced as a precautionary measure and the device was returned to the customer for use. The cause of the reported failure was not determined.